Event description:
It was reported that the fill tube not staying in place was against IFU and causes a hygiene risk. This work order has to be created to ensure full traceability, but the device would not be sent in for repair. Replacement of the fill tube would not solve the issue. Per follow up information received via email on 01feb2024, the issue was resolved with replacing the fluid delivery line, device will not be sent in.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fill tube not staying in place was against IFU and causes a hygiene risk. This work order has to be created to ensure full traceability, but the device would not be sent in for repair. Replacement of the fill tube would not solve the issue. Per follow up information received via email on 01feb2024, the issue was resolved with replacing the fluid delivery line, device will not be sent in.